Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid (5 mg/ml) at 2.76 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016 the patient's pump was refilled with 7.5 mg/ml drug, but, due to human error, the concentration was never updated, so the pump was still programmed to 5 mg/ml at 2.76 mg/day. As a result the dose the patient had actually been receiving was 4.14 mg/day. On (B)(6) 2016 the healthcare provider updated the pump to reflect the correct concentration and rate of 7.5 mg/ml at 4.14 mg/day. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.